Event description:
It was reported the patient experienced a change in therapy; the patient had not been reaching efficacy and "never having therapeutic effect". A (B)(4) study was performed with a catheter fracture confirmed distal to the anchor. A revision was performed (B)(6) 2011 where a tear in the back next to the anchor was found. The catheter was replaced as well as the pump as eos was anticipated to be in 1.5 years. The pump contained the drug bupivicaine.

Event description:
Additional information later indicated that the "pump catheter curled up" and there were two small holes in the catheter. It was also reported that there were five different medications, however only prialt was reported. Patient had no pain relief. Following device system removal patient experienced csf (cerebrospinal fluid) leak and had to undergo surgery, this event and its related outcome has been reported in MFR report # 3004209178-2012-01032.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, lot # n096510008, implanted 2007 (B)(6), explanted: 2012 (B)(6).

Manufacturer narrative:
(B)(4).